Manufacturer narrative:
"Complaint summary: helpline reported facing issue in generate reports from carelink , they tried generating both individual and combined reports. Error is being displayed for all types of reports. Investigation/testing summary: issue was reproducible by carelink support from carelink csr while generating reports for any date range and any reports for the particular user. Validated the preference settings for the user found an overlapping meal period in place. Instructed user to adjust the overlapping meal period. Created a ticket to dev team to enable a fix for not letting the user to specific overlapping meal period. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of the issue was identified as overlapping meal period preferences, which resulted in the reported problem. Analysis summary: after the meal periods were adjusted, removing the overlap, issue was resolved. Development team providing a fix for not to allow the user to input any overlap in the meal periods. Ticket closed as fix was deployed and reports were generated successfully esf number: (B)(4) - violated requirement persrs-1033 (B)(4), 3944577 - violated requirements. Persrs-33, persrs-35, persrs-1033 (B)(4). Afc code: fa21af software anomaly (defect). Software requirement document number: (B)(4). Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a report generation error. Troubleshooting was not performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The samd technical assessment was performed.